Event description:
Pump was set up for 11 ml/hr with 110 mls to deliver. The bag was 25,000 units of heparin in 250 ml bag. After 3 hrs, the bag was noted to be empty. The pump was set at 11 ml/hr with 80 mls left to deliver. Prothrombin time level was taken (value unknown) and 100 mg of protamine sulfate was given. The pt reported to be stable with zero signs and symptoms of bleeding. No pt injury was reported.